Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator breaker tripped when operation on ac. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). New information was received from the customer where indicates that this vent did not operates on ac, but the unit was working on battery (dc) therefore was not a total loss of power. And this malfunction was erroneously reported.